Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service check and observed that the aspirate waste pump had excessive liquid volume in the sample cuvette, and air bubbles in the wash 1 fluid line. The peri pump tubing and wash 1 bottle fitting (male) were replaced. The cse performed a quality control (qc) check and instrument performance was verified. The customer has not observed any additional discordant prostate-specific antigen (psa) patient results. The observations made by the cse could potentially cause a higher than expected psa result. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, false high prostate-specific antigen (psa) results were obtained on two patients on an advia centaur cp instrument. The reported results were questioned by the physician(s). The customer performed repeat testing of the same patient samples on the original instrument and alternate advia centaur cp instrument, resulting lower. The lower repeat psa results were reported to the physician(s) as the corrected results. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high psa results.